Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Functional testing of the device confirmed the suction was not working and the motor made a high pitched noise. Visual inspection of the interior of the hand piece found the motor mounts were melted and warped, dropping the motor out of position and preventing the pinion gear from making contact with the face gear. There were yellow/brown marks found on the corners of the motor mounts. No other damage was found. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device didn't work as usual from start of use. The event timing during surgery. There was no harm or delay reported. There were yellow/brown marks found on the corners of the motor mounts no adverse events were reported as a result of this malfunction